Event description:
Customer's wife reports back to back testing on the same meter while using the advantage system with results of 500mg/dl and 200mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Wife reports she was unsure which strip vials were used with which test.